Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. Evaluation of the device reveals the drive feature is twisted. It is also broken and missing approximately 1/8 in. The feature could not be measured due to the damage and deformation. The cause of the event is undetermined, however likely causes include over-torquing the device.

Event description:
It was reported the below instrument need to be replaced. Ar-9227: worn qty -1. Ar-9239: worn qty -1. Ar-9625: bent qty -3. During returned device evaluation, a reportable malfunction was discovered.